Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level of 401 mg/dl. Customer was treated with insulin pump. Customer declined troubleshooting for high blood glucose level. Customer stated that the insulin pump had no delivery alarm. Customer was assisted with troubleshooting and insulin was exited. The insulin pump will not be returned for analysis.